Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical center. H6 - evaluation conclusion code: updated to quality control deficiency. Device evaluation by MFR: the returned device consisted of a 2.1mm jetstream catheter. The shaft and the remainder of the device was inspected for damage. Visual examination showed a kink/buckle located 1cm from the tip. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The device was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The device functioned and the tip was spinning for approximately 1 minute; however, the gear did slide off again and the tip rotation stopped.

Event description:
It was reported that the blades lost rotation. A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure in the superficial femoral artery (sfa). The target lesion was totally occluded with mild calcification. Multiple passes were successfully made through the target lesion. Upon making another advance through the lesion, the device was rexed backwards and it sounded like the device lost power. The rpm's decreased and the sound was not appropriate. A new device, same model was selected to complete the procedure. There were no patient complications.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. Device evaluation by MFR: the returned device consisted of a 2.1mm jetstream catheter. The shaft and the remainder of the device was inspected for damage. Visual examination showed a kink/buckle located 1cm from the tip. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The device was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The device functioned and the tip was spinning for approximately 1 minute; however, the gear did slide off again and the tip rotation stopped.

Event description:
It was reported that the blades lost rotation. A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure in the superficial femoral artery (sfa). The target lesion was totally occluded with mild calcification. Multiple passes were successfully made through the target lesion. Upon making another advance through the lesion, the device was rexed backwards and it sounded like the device lost power. The rpm's decreased and the sound was not appropriate. A new device, same model was selected to complete the procedure. There were no patient complications.